Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), flank pain ("pain on the right side"), tooth fracture ("tooth break") and dental caries ("tooth cavity") and was found to have weight increased ("weight keeps going up"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the pelvic pain, weight increased, flank pain, tooth fracture and dental caries outcome was unknown. The reporter considered dental caries, flank pain, pelvic pain, tooth fracture and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2020: quality safety evaluation of product technical complaint. On 23-mar-2020: no new clinical information received. On 23-mar-2020: social media content. Reporter added. On 23-mar-2020: removal of essure added as surgery for event pelvic pain, case upgraded to serious incident. New reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), flank pain ("pain on the right side"), tooth fracture ("tooth break"), dental caries ("tooth cavity"), menstrual disorder ("inconsistence menstural cycle") and premenstrual syndrome ("severe premenstrual syndrome") and was found to have weight increased ("weight keeps going up"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the pelvic pain, weight increased, flank pain, tooth fracture, dental caries, menstrual disorder and premenstrual syndrome outcome was unknown. The reporter considered dental caries, flank pain, menstrual disorder, pelvic pain, premenstrual syndrome, tooth fracture and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. Reporter's information added. Event: inconsistent menstrual cycle, severe pms were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.